Event description:
Discrepant high result with aia-pack e2 assay when used by laboratory for off-label purpose. Test is not indicated for cancer diagnoosis. High result was confirmed on second specimen. Comparison with alternate methodology yielded result within normal range.